Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultra 2 meter was testing in settings mode. The complaint was classified based on customer care advocate (cca) documentation as the patient was not available for follow up when attempted by medical surveillance (ms). The reporter stated that the meter issue occurred on (B)(6) 2015 at 07:00pm. It is not known what medication, if any, the patient takes to manage his diabetes or if he made any changes to his usual diabetes management routine in response to the alleged issue. The reporter denied that the patient developed any symptoms but stated that on (B)(6) 2015 at 09:30pm the patient visited an emergency room (ER) where he had his blood glucose tested on an ER meter, which gave a reading of 600mg/dl and that he received treatment with insulin. During troubleshooting the cca noted that it was not the first time that the product had been used. Replacement products were sent to the patient. This complaint is being reported because the patient reported a sign suggestive of a serious hyperglycemic event and received medical intervention from a healthcare professional, after the alleged meter issue occurred.